Manufacturer narrative:
The AED was received from the customer and an investigation is underway.

Event description:
Fifteen (15) minutes after starting dialysis treatment the patient became very anxious and started complaining of being short of breath. Within seconds, the patient became apneic and unresponsive. CPR was initiated while the crash cart was retrieved and 911 was called. AED pads were applied to patient and within 1-2 minutes of performing CPR with the AED attached the AED appeared to have administered 2 shocks to the patient which brought the patient back to responsiveness. The staff says the AED never advised a shock. One of the pcts stated she heard the AED "revving up" as if it was preparing to deliver a shock and she pulled another pct, who was preparing to continue chest compressions, away from the patient just as the AED delivered the shock. Once the patient started to breath, she was crying out at first and was combative. 911 arrived and they transported the patient to the local ER. The patient survived.

Manufacturer narrative:
Correction: AED manufacture date is 4/26/2013. Investigation: the AED was returned to csc for investigation. Data was downloaded from the AED and there were two (2) rescue data files for the day of the reported rescue. The customer's description of the event stated that shocks were delivered to the patient; however; neither of the two rescue data files showed a shock was delivered or that a shock was advised. The data review concluded the AED operated as designed during the rescue. It correctly categorized the patient's organized rhythm in all rhythm analysis sessions as non-shockable and advised no shock. At no time did the AED begin charging as if it was preparing to deliver a shock. The AED underwent multiple bench tests, including rescue simulations, and the reported problem was not duplicated. The AED performed as designed during the investigation and the root cause of the reported problem could not be determined. The AED has been serviced and returned to the customer.

Event description:
Fifteen (15) minutes after starting dialysis treatment the patient became very anxious and started complaining of being short of breath. Within seconds, the patient became apneic and unresponsive. CPR was initiated while the crash cart was retrieved and 911 was called. AED pads were applied to patient and within 1-2 minutes of performing CPR with the AED attached the AED appeared to have administered 2 shocks to the patient which brought the patient back to responsiveness. The staff says the AED never advised a shock. One of the pcts stated she heard the AED "revving up" as if it was preparing to deliver a shock and she pulled another pct, who was preparing to continue chest compressions, away from the patient just as the AED delivered the shock. Once the patient started to breath, she was crying out at first and was combative. 911 arrived and they transported the patient to the local ER. The patient survived.